Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: mar 19, 2024 sampling from: all channels cfu: <1 cfu/endoscope(<1 cfu/100ml) bacterial identification: n/a the device was evaluated where an additional potential adverse event was noted where foreign material remained on the nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely bacteria were found due to improper reprocessing caused by the blocked nozzle however, the foreign material could not be identified nor the root cause of why it remained. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The IFU states methods of detection in olympus gif type h180 operation manual chapter "preparation and inspection." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 15 colony forming units (cfus) of pseudomonas aeruginosa in the air/water channel and 1 cfu pseudomonas aeruginosa of in the operating channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.